Manufacturer narrative:
The device has been received for investigation. A supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose levels rose to 22.3 mmol/l (401 mg/dl) while wearing the pod between 49 and 71 hours on the abdomen. Upon pod removal, the cannula was not visible, indicative of a needle mechanism failure. No treatment details were provided.